Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vtich13.2 implantable collamer lens, +2.0/+2.5/85 diopter in to the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vault and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op uncorrected visual acuity was 20/25.

Manufacturer narrative:
(B)(4). This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation found that the lens was returned dry in lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Claim #(B)(4).

Manufacturer narrative:
Corrected data: user source-previously stated user facility. Should have stated distributor instead. (B)(4).